Manufacturer narrative:
Reports indicate the solid tire having become detached from the wheelchair rim while device was at speed. This reportedly kept the end-user from slowing the wheelchair due to no tire being on the chair to brake with, forcing the end-user to evacuate the wheelchair seating to the ground to avoid collision. Reports claim when they evacuated, the fall resulted in abrasions and a fracture to a finger on their right hand. The report claims the solid tire remained intact and had no signs of breakage, only that it came off of the rim. At time of report, permobil has not been able to evaluate the device, thus unable to reach a determination as to possible root cause. If any new information is received, a follow-up report will be submitted.

Event description:
Received report claiming while maneuvering the manual wheelchair on a downhill grade on a neighborhood street, reports the solid tire of the right wheel became detached from the rim. This reportedly caused the end-user the inability to stop the forward momentum and forced the end-user to jump out of the seating in order to avoid a collision with an immovable object. Report indicates when the end-user chose to evacuate the seating to the ground, they sustained an injury requiring medical intervention to address.